Event description:
User reported 6 false positive results. Negative unspecified additional test. This is report 2 of 6.

Manufacturer narrative:
Report required by FDA for eua. Relates to (B)(6). (3014862188-2021-00090,92,93,94,95: tests (B)(6).